Event description:
It was reported they removed the arctic sun device s/n: (B)(6) from a patient last night because the baby was cooling during rewarm. Nurse had a picture of the alarm they were getting, alarm 113 (reduced water temperature control but not a picture of the graph or additional information. Explained that was likely the flow rate was low leading to the heater being unable to work at full capacity. Described how to troubleshoot low flow. Suggested having the data downloaded and/or performing a functional check with the device to confirm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Nurse had a picture of the alarm they were getting, alarm 113 (reduced water temperature control) but not a picture of the graph or additional information. Explained that was likely the flow rate was low leading to the heater being unable to work at full capacity. Described how to troubleshoot low flow. Suggested having the data downloaded and/or performing a functional check with the device to confirm. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: dm UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported they removed the arctic sun device s/n (B)(6) from a patient last night because the baby was cooling during rewarm. Nurse had a picture of the alarm they were getting, alarm 113 (reduced water temperature control) but not a picture of the graph or additional information. Explained that was likely the flow rate was low leading to the heater being unable to work at full capacity. Described how to troubleshoot low flow. Suggested having the data downloaded and/or performing a functional check with the device to confirm.